Manufacturer narrative:
Investigation is currently in progress.

Event description:
A site rep reported that after multiple passing attempts at touch-n-go registration, there was a 2.5mm predicted error after registration followed by inaccuracies of approx 10 cm during navigation. Secondary registration modality (tracer, pointmerge) was not attempted and navigation was discontinued. There was no impact to the pt.